Event description:
It was reported that it only worked half the time; kept jamming.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and the rotation tab bent. The indicator clip was loaded into the jaws indicating that no clips were remaining in the device. The sample appears used as there is biological material present on the device. First, the indicator clip was manually removed , and the trigger cycle was completed. Functional inspection could not be performed since the sample was returned with no clips remaining. However, the sample was disassembled to inspect the internal components. No further damages were found. The sample was received with 0 clips remaining, indicating that all 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly and prevent the device from firing properly. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit jamming" was confirmed based upon the sample received. The sample was returned with the trigger partially engaged and the rotation tab bent. The indicator clip was loaded into the jaws indicating that no clips were remaining in the device. Functional inspection could not be performed since the sample was returned with no clips remaining. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking can prevent the clips from loading properly and can cause the device to jam. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint 3003898360-2019-01161 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800894 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it only worked half the time; kept jamming.